Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The device was inspected and visual analysis revealed that hemostatic valve and friction ring were pushed in into the hub. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint is confirmed. The root cause of the valve and ring separation could be related to the procedure, however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium for which biosense webster¿s product analysis lab has identified a hemostatic valve separation issue. It was initially reported by the customer that the hemostatic valve was broken and it remained open; it would not close. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced and the issue was resolved. There were no patient consequences. The customer¿s reported description of the hemostatic valve being broken and remaining open was not considered to be MDR reportable since the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 01/28/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation and initial visual inspection found the hemostatic valve to be dislodged inside of hub. The brim cap remained intact. The friction ring did not appear visible. These findings were reviewed and determined to be MDR reportable for the hemostatic valve separation. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual analysis on 01/28/2020 and reassessed as MDR reportable.